Event description:
In 2009, the patient reported that this morning an e4 (occlusion) error was displayed on the infusion device while she was attempting to bolus, and there were air bubbles in the luer lock and infusion tubing. She changed the infusion set and primed the air from the system. She then reconnected to the infusion site and completed the bolus. Later she attempted to bolus and e4 was displayed again and there were air bubbles in the luer lock and infusion tubing. She stated that she has 2-3 adapters that she rotates between using and each adapter has been used with more than 10 insulin cartridge changes. She was advised to change the adapter with every 10th insulin cartridge change. She stated that insulin is often cold when the insulin cartridge is inserted into the infusion device. She was advised to allow insulin to reach room temperature prior to use. The patient was assisted with performing the change cartridge procedure and she changed the adapter. She attached a new infusion tubing and reconnected to the infusion site and completed the bolus without error or air bubbles. She stated that her blood glucose was elevated to 486 mg/dl and she attributes this to air bubbles. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.